Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: after opening the loading unit the clamp was not b formed and the intestine was still severed, so the intestinal lumen was still open. The surgeon set up the intestinal deeper in the area of the rectum with a different stapler. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 mins. There was unanticipated tissue loss.